Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital experiencing chest pain. Upon device interrogation, the right atrial lead exhibited loss of capture. Fluoroscopy revealed lead dislodgement. It was unknown if lead dislodgement contributed to the chest pain; as the patient's intrinsic rhythm and rate was sinus bradycardia at 55 beats per minute. The lead was explanted and replaced. The patient's condition was stable post procedure.